Event description:
It was reported that the systems x-ray tube was intermittently failing. When the filament fails to work, the system cannot produce x-rays. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was replaced during the service call. The system was tested and found to be working as intended and put back into service.